Manufacturer narrative:
(B)(4).

Event description:
Information was received from a physician regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 500mcg/ml at a current dose of 33mcg/day; previously the pump was infusing at a dose of 50mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. On (B)(6) 2015, the patient had symptoms of lethargy, confusion and weakness. On (B)(6) 2015, the dose was reduced and at the time of the report the patient was experiencing hallucinations and disorientation. Labs were being 're-run' to rule out any infectious sources; however, the physician questioned whether intrathecal baclofen withdrawal could account for the symptoms. The physician indicated that he will order labs to look for an infection and if that comes back negative then imaging will be ordered. Additional information has been requested for drug information, other medications the patient was taking at the time of the event, medical history, cause of the symptoms, diagnostics performed, results of the tests and actions/interventions to resolve the issues.